Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the pump had a weak/quiet audible tone issue and the patient subsequently experienced elevated blood glucose (bg) of 23.9 mmol/l with extreme thirst and extreme drowsiness. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an issue with the pump¿s audible tones.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/07/2017 with the following findings: the pump was returned with all sound features set to ¿high¿. A review of the black ox indicated that the last basal and bolus deliveries occurred on (B)(6) 2017. There was no alarm recorded in the alarm history for the event date (B)(6) 2017. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on to the verify screen with functional auditory and vibratory features. The audible alarm reading measured within required specifications. An alarm was reproduced during investigation with the sound set to ¿high¿; the pump gave the appropriate sound warning and displayed the appropriate message on the display screen. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.